Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the f600 fuse was open. The cause of the inability to power on is the open fuse. The cause of the open fuse is a short in the computer / analog (ca) board. The root cause of the short cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on.